Event description:
It was reported occlusion alarms occurred and customer experienced vomiting with a reported blood glucose value of 420 mg/dl. Customer resolved issue by reloading cartridge and resuming insulin,.